Event description:
A high impedance event has been verified for patient's implanted generator during generator replacement surgery. Per surgery notes, all parameters were normal except for the impedance which was high. The generator was then tested again and a similar reading was noted for the impedance. Thick, brittle tissue around the generator and the leads were observed by the surgeon. The surgeon stated that the high impedance is likely due to fibrosis of the electrodes around the nerve. The patient has had very few seizures despite the high impedance. According to the neurologist, the risks associated with surgery outweigh any benefit patient may have from replacement of the vns lead. No known surgical interventions have occurred to date for the high impedance.